Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer states they received an 8015 (sn: (B)(4) in their shop for error code 133.6080 case resolution: - customer stated they could not duplicate, but noticed the error code in the error log. - they also stated a discharged battery entry. - informed the customer this error code can be caused by the back up speaker, or a discharged battery. - when error is observed, allow a one to two minute charge time before reapplying power. - if error code does not clear, fault is back up speaker. - however error code cleared after allowing charge time. Ended call.